Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. No adverse event or harm was reported. The device was not in use at the time the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.